Event description:
It was reported patient underwent a hip arthroplasty on and unknown date. During the procedure, the surgeon indicated the plug inserter was too thick and became stuck upon insertion and removal in the patient. As a result, the surgeon completed the procedure utilizing a hammer to disengage the inserter from the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.